Event description:
The reporter stated that the tubing separated from the burette during use. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The customer returned one sample to medex for evaluation. Examination of the returned unit showed that the spike was separated from the tubing. It appeared that the tubing had been fully seated into the tubing port of the spike. This is possibly due to the solvent used in july 1997. Medex changed the solvent used in the assembly of this product to allow for greater solvent interaction between the spike and tubing materials. It is possible that this product was assembled prior to this change however medex is unable to confirm this as the lot number is unk to the customer. Medex was able to confirm this issue and determine the possible cause. Based on this info, medex believes that this issue has been addressed and that no add'l action is necessary at this time. Medex considers this MDR closed with this report.